Manufacturer narrative:
This supplemental report is being submitted to provide additional results on the device evaluation. The device was evaluated by olympus, and additional reportable malfunctions were identified: some foreign material attached near the nozzle or the glue around the object lens, and residue remained inside the suction port. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Despite good faith attempts the user cleaning disinfection and sterilization (cds) processes were not shared. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified and a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." . Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the physical device evaluation has been completed. The evaluation found that the lens guide glue had a pin hole; the charge-coupled device cover lens glue had a pin hole; the plastic distal end cover, suction cylinder, and air/water cylinder were scratched; the bending section cover glue was separated; the biopsy port channel mount was damaged; the switch button was incised and cut; the connector plug unit housing was damaged; the control up and down knob was at less than specified value; and the forceps passage channel was incised and cut. The hygiene microbiological analysis investigation report indicated the channels of the scope were cultured, and the results obtained comply with the target level for an endoscope subjected to high-level disinfection and rinsed with sterile water. The hmi (hygiene microbiological investigation) results from the customer is pending. Once the investigation has been completed, a supplemental report with devi evaluation results will be submitted.

Event description:
The customer reported to olympus that during reprocessing, the gastrointestinal videoscope tested positive for greater than 100 colony-forming units (cfus) of pseudomonas aeruginosa. The aspiration channel and the water channel were sampled. The user did not report any contamination or any other serious deterioration in the state of health of any person, to which the scope could have been a contributory cause.